Manufacturer narrative:
Since the device was not returned, we are unable to perform further root cause analysis and the exact cause of the reported event is unknown. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the concerto coil unintentionally detached. The concerto coil was pushed out and embolized more proximal than the area targeted. There was no friction felt. The coil was not repositioned and was not attempted to be detached by the user. The pushwire was not rotated. A continuous flush was used. The patient¿s blood flow and vessel anatomy were both normal. The patient was asymptomatic post the procedure. No medical intervention was required. This event occurred during the treatment of a gastrointestinal (gi) bleed.